Event description:
It was reported that the customer had a keypad anomaly, button error alarm and battery out limit on the insulin pump. The customer's blood glucose level was 74 mg/dl. The customer stated that the insulin pump keypad was not responding and went to try and set time after battery out limit number "rumping" up. The customer was asked if she recalls any significant events leading to the keypad anomaly and she said that keypad issue started after the button error. The customer was advised that the insulin pump need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to back up plan per health care provider instruction.

Manufacturer narrative:
The insulin pump powered up properly and no blank display, button error alarm, battery alarms, or frozen screen was noted. The time advanced properly. The insulin pump had no button response due to corroded keypad traces. No display anomalies were noted. The weak battery alarm could not be tested due to the unresponsive buttons. The insulin pump had minor scratches on the display window, a cracked case at the display window corner, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.